Event description:
It was reported that the iab was inserted and connected to the pump. The balloon on the iab would not unwrap or inflate. As a result of this, the iab was removed and replaced. There were no pt complications.